Event description:
It was reported that during a low anterior resection procedure, the anvil and the cartridge side did not line up. When they went to fire, the staples were not complete. They were scissored. They used another reload and completed the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.